Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds due to dislodgment. The lead was explanted and replaced during routine device change out procedure. The patient tolerated the procedure well.